Manufacturer narrative:
No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached was reviewed by the manufacturing site. The photos 1 and 3 shows handle blade assembly with damaged blade and cannula and photo 2 shows pak label, the reported product and lot information is confirmed. Reported issue cannot be confirmed photos. The investigation conducted a nonconformance review of the reported lot. One nonconformance was found for damaged cannula and blade. This non-conformance could have potentially contributed to the reported event of damaged trocar blade. The evaluation of the attached photo confirms the reported issue. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. A non-conformance record was initiated to trend the defect of damaged trocar cannula and blade. A nonconformance investigation has been completed in relation to the trend identified for trocar damaged cannula and blade issue. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All trocar blades are 100% inspected. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that trocar blade split down the middle during vitrectomy surgery. The procedure was completed after replacing with new one. There was no patient impact.